Event description:
It was reported non-sustained lead noise was observed on an asymptomatic patient via a merlin.net transmission. It was caused by post-paced t-wave over-sensing. The ICD was reprogrammed and the over-sensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.